Event description:
Healthcare professional reported "capsular contracture baker grade iii and rupture". Later healthcare professional reported "no rupture". This is for the left side. Device was explanted and replaced.

Manufacturer narrative:
This is a follow up to emdr 9617229-2022-12310. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.